Manufacturer narrative:
(B)(4).

Event description:
This is a report of peritonitis and hyperkalemia in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. The cause of peritonitis was hyperkalemia. The patient was not hospitalized for the events. Treatment was not reported. The patient recovered from this peritonitis event. This is report 1 of 2 for this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h12j25011 and h12k19103 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted. (B)(4).